Event description:
Additional information was received that right ventricular (rv) lead damage was alleged but not confirmed and the patient is not pacemaker dependent.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. It is unknown if the patient is pacemaker dependent or not, however no adverse event occurred. No intervention has been performed. The patient was stable with no consequences and will continue to be monitored.